Event description:
It was reported that an error message was observed via merlin.net transmission noting a possible longevity issue. The subsequential battery measurements were within range. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.